Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for multiple patients from coaguchek xs meter serial number (B)(4). Of the data provided, there was a discrepant inr result for 1 patient. On an unknown date between (B)(6) 2018 and (B)(6) 2018, the result from the meter was 4.2 inr and the result from the laboratory was 2.6 inr. The specific date of testing was requested but was not provided. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Relevant retention test strips ( lot 297788) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.